Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, impedances measurements were not as expected and the lead ultimately removed and replaced with another boston scientific lead. No return of product is expected and no adverse patient effects were reported as a result of the extended procedure.